Event description:
It was reported that approximately three years post port implantation, the device was allegedly occluded. It was further reported that a dye study was performed and a leak was identified about 1 inch above the valve area of the catheter. Reportedly, the device was removed and replaced a few weeks later. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one ti powerport with 8f groshong catheter and six electronic images were returned. While the image review could not confirm a catheter break, the sample evaluation noted a hole approximately 13.2cm from the distal tip. The surface of the hole was reflective in nature and contained striated patterns. A v-split was also noted just proximal to the hole, at 13.8cm from the distal tip. The v shape is common to many needle bevels and is often transferred to the catheter when punctured by a needle. Therefore, the investigation is confirmed for leak, specifically due to sharp instrument damage. It is possible that procedural factors contributed to the noted sharp instrument damage and reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient factors may have also contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
Medical images and the device were returned to the manufacturer for evaluation. No medical records have been made available to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years post port implantation, the device was allegedly occluded. It was further reported that a dye study was performed and a leak was identified about 1 inch above the valve area of the catheter. Reportedly, the device was removed and replaced a few weeks later. There was no reported patient injury.